Event description:
It was reported that during a da vinci-assisted surgical procedure, the luer-lock connection broke off intraoperatively a universal cannula seal while the co2 hose was connected, without any additional force being applied. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.